Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate monitor) was confirmed. As received, the front response button and conductor were physically damaged. The cause of the inability to activate the monitor is the damaged front response button. The root cause of the damaged response button is physical abuse. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient was unable to activate the device using the response buttons.